Manufacturer narrative:
The event unit returned to applied medical for evaluation without the tissue bag and cord loop. The returned unit was disassembled and the pawl, an internal component of the device, was deformed. The actuator was bent, and no other nonconformances were observed. Based on the description of the event and evaluation of the event unit, it is likely the user experienced a device jam. As a result, the user intentionally removed the bag from the supports. Applied medical is unable to determine the exact root cause of the device jam based on the evaluation of the event unit. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Type of procedure: nephrectomy. [Name] hospital. Surgeon push the thumb ring forward to deploy the bag but the bag stuck in the shaft and cannot deploy. The took out the bag from shaft by grasper and try to use it in this surgery, but it is failed. They replace a new one to complete this surgery. Product available for return. Additional information was received via email on 24may2021 from [name] there were not multiple attempts to advance the actuator. The tips of the prongs were exposed inside the body of the patient. Additional information was received via email on 15jun2021 from [name]: the actuator did not bend during the event. The actuator was not intentionally bent following the event. "It [the actuator] could be bent on return package." Patient status: fine. Type of intervention: they replace a new one to complete the surgery.

Manufacturer narrative:
The event unit is anticipated to return for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Type of procedure: nephrectomy. [Name] hospital. Surgeon push the thumb ring forward to deploy the bag but the bag stuck in the shaft and cannot deploy. The took out the bag from shaft by grasper and try to use it in this surgery, but it is failed. They replace a new one to complete this surgery. Product available for return. Additional information was received via email on 24may2021 from [name]: there were not multiple attempts to advance the actuator. The tips of the prongs were exposed inside the body of the patient. Patient status: "fine". Type of intervention: they replace a new one to complete the surgery.